Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the tissue pad fell off inside the patient. The tissue pad was retrieved with a grasper through the trocar. The case was completed with a second instrument with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted and 100% present; not detached as reported. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.